Event description:
Vaporizer was "on" for 2 hrs, inside pt's room. When consumer went to check up on the pt the consumer smelled a burning odor. Consumer then heard a humming sound coming from the wall outlet where the vaporizer was connected. Consumer then realized that the vaporizer was hot to the touch and was spilling water. When consumer unplugged the vaporizer from the wall outlet, consumer said that there was an electric spark (no visible smoke or flames). When cleaning the vaporizer, consumer noticed that the inside plastic was partially scorched. Consumer discontinued the pt's use of vaporizer. Consumer visited and explained incident to dealer's rep (name unk) who offered consumer a new different replacement vaporizer or store credit. Consumer is not sure which option they will accept. Vaporizer's ul listing number is unknown.